Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about receiving false high and low alerts. Customer stated that the threshold suspend does not trigger when her blood glucose and sensor readings are low. Customer was not available to provide additional information at the time. Nothing further reported.